Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer contacted technical support, who provided the necessary pump reset information and assisted with resetting the pump. After the reset, the malfunction code did not reappear, and the customer was able to continue using the pump without further issues. Customer was advised to call back if the malfunction code occurred again, and they acknowledged the instructions.